Event description:
On (B)(6) 2024 checked inr using home machine,coagucheck xs . Sn (B)(6), strip lot # 70302321 exp date 10.31.2024. Results>than 8.0 repeat finger stick same went to lab to have inr drawn results 5.5. This was all done within an hour of finger stick to lab, 9 am to 10 am. Call to roche diagnostics on 7/11/2024 at approx 4pm, spoke to (B)(4). I explained what happened and I was told not to use the machine due to the fact it is out of their control due to the reagents being different between test strip and lab. So, why have this machine if there is no resolution to the problem. Poor excuse of a device company. Nothing was accomplished during this call except frustration. Now my provider won't allow me to use home monitor only lab. This is a big inconvenience right now as I had major surgery and was not able to drive yet had to get a ride to lab.